Manufacturer narrative:
Implant should fractured for dental implant in regio 23. Construction was a implant retained removable prosthesis bone loss caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture. Product fragment remains in situ. No further treatment planned.